Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 8 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device and two battery devices broke down and did not function properly when used with a battery casing device. It was reported that a second small battery derive device and two additional battery devices with another battery casing device were used but they still did not work or ¿shortcutted.¿ it was not reported if there were any delays in the procedure due to the event. It was not reported if additional spare devices were available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.